Event description:
The customer called to report that the reservoir was leaking inside the pump. The customer has just started on the pump and it is their first set and site change. Advised the customer of possible causes. The customer could not tell which end of the reservoir was leaking from. Also it was stated that the customer and their spouse found that on the reservoir the connector to the tubing was missing and was found inside the transfer guard.